Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that with current programming, this patient's heart rate jumps to 130bpm within 2 minutes, which is the maximum sensing rate (msr). Boston scientific technical services (ts) was consulted and suggested some programming changes as this patient is young and very active that would be more responsive with current lifestyle. To date, no adverse patient effects have been reported.